Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service technician. The service technician was able to verify the customer's reported issue during testing and evaluation. The service technician replaced the power board to address the reported issue and shipped the defective component to carefusion for failure analysis. Failure analysis: carefusion was able to verified the field service technician's reported issue. During initial bench testing, the golden testing ventilator would not start up on the external ac power source or the internal battery power sources. Visual inspection and investigation found the power board's fuse had over heated and blown, which cause the ventilator not to function on both power sources. And does not recognize the external power or internal battery power.

Event description:
It was reported to carefusion that the unit would not power up on any power source and did not recognize the external power. While in service, it was discovered that a component had overheated and was blown. There was no patient involvement associated with this complaint.